Event description:
A vistor was sitting beside a pt in the emergency department when an IV pole fell and struck the visitor on the nose, fracturing the visitor's nose. Multiple visits to the medical providers for x-rays, cat scan and pt remains to have pain.